Event description:
A loss of capture in both the atrium and ventricle in the bipolar configuration was reported. During an atrial sensing test, the patient went asystolic. Atrial and ventricular sense markers were displayed, but pacing outputs were not being delivered. It was discovered that the leads were unipolar so the pulse generator was programmed to unipolar pacing and sensing.

Manufacturer narrative:
Na